Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right side rupture and deformity. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient later reported capsular contracture baker grade iii. Patient later reported "initial fears".

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.6b, g.2, h.6.

Event description:
Patient reported right side rupture and deformity confirmed by MRI. Device has been explanted. Patient later reported capsular contracture baker grade iii. Patient later reported "initial fears". Patient representative later reported fluid accumulation, recall, deformity and cyst.

Event description:
Patient reported right side rupture and deformity. Patient later reported capsular contracture baker grade iii. Patient later reported "initial fears". Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. Anxiety ¿ product/ procedure: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.